Event description:
A report was received that the patient experienced cervical spasms and the trial device was removed.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.